Manufacturer narrative:
(B)(4). Cracked blade. Device b: batch #v92d1l; lot# unk. Mfg: date: 4/6/2004; exp 3/6/2009. Eval summary: the analysis results found that the devices were returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device s were non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure."

Event description:
It was reported that during the rectal procedure, the device would not cut or coagulate, the device stopped working. There was no pt consequence. Another device was used to complete the case.